Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with intraocular lens (iol) implant procedure, implantation failure of an iol occurred. The iol implantation stopped in the middle. The surgery was completed on same day after replacing the product with another unspecified lens with no patient health damage. Additional information has been requested.